Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16vac, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had a revision of the entire system on the day of the report. When they opened up the pocket to explore the area, they found that the sheathing of the lead had come away from the lead and the wiring was exposed. The lead, itself, appeared twisted multiple times like a twist tie. Both the lead and the patient's ins were replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient and their husband went on a trip about a month ago, 7 days of travels. It was reported that the next day, they felt horrible pain and then ¿felt a pop from back of left side and leg.¿ it was noted that they could feel ¿all of the nerves¿ so they still could not lay on their left side. It was also noted that they ¿felt pop in the same area¿ and could feel the coils. The patient saw their healthcare provider who told them to turn the device off and go back to diapers. The patient stated that they were going through a ¿big state of depression¿ as a result of having to go back to diapers, and that they can¿t use their right hand to pull up a diaper. They also mentioned that they had had 28 surgeries in their life and couldn¿t handle it. It was noted that the patient had another appointment with their healthcare provider on (B)(6) 2017, and wanted a manufacturer representative to be there. Additional information was received from the manufacturer representative. It was reported that the manufacturer representative would be meeting with the patient on (B)(6) 2017. Upon evaluation on (B)(6) 2017, what they patient said felt like a cable or cord was just the edge of the ins. Troubleshooting included running impedances, and all configurations were bad; they didn¿t pass impedance at either 1.0 or 2.0 amps. The healthcare provider has scheduled a replacement. No further patient complications are anticipated or expected as a result of this event.